Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. H6: component code: mechanical (g04) stem. Product was not returned for evaluation; however, a picture was provided. Visual examination of the provided picture identified the stem with bio debris. No other observations were noted. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pre-fracture view demonstrates anatomic alignment of the right hip arthroplasty without acute abnormality. A chronic appearing radiolucency is noted along the medial femur near the implant tip. Post-fracture view demonstrates a comminuted and displaced periprosthetic fracture of the right femur. A definitive root cause cannot be determined. Based on the medical record review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately one year post implantation of a right total hip arthroplasty, the patient was revised due to a fall resulting in a periprosthetic fracture. Contributing factors to the event were the fall and dementia; however, the cause of the fall is not known. No additional information available.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.